Manufacturer narrative:
The device history record of the tibial component was reviewed and no deviations or anomalies were identified at the time of manufacture. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr-flex and lps-flex fixed bearing knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues are known adverse effects associated with this procedure. Patient factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and possible loosening of the tibial component.